Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 62 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 21 mm to 29 mm to 27 mm along a 25 mm length. There was mild thrombus and calcification at the aortic neck. It was reported that, during the index procedure, an angiogram revealed that the endurant bifurcate had a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and the endoleak was resolved. Per the physician, the cause of the endoleak was due to the patient anatomy of a challenging infrarenal neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.